Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7021005.

Event description:
It was reported that the patients was having inadequate stimulation due to leads that have slipped down and needed to be moved. The patient underwent a revision procedure wherein the percutaneous leads were adjusted and was doing well postoperatively with happy results.